Manufacturer narrative:
No unexpected blank display anomalies noted during testing. Device received with no button response on the select and right arrow buttons due to corrosion on keypad traces. Insulin pump error alarmed after battery insertion due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to no button response. Unable to verify vibration anomaly due to no button response. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, peeling end cap address label, severe corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that fluid was in the insulin pump. The insulin pump would not turn on anymore after swimming. The customer tried different batteries but the insulin pump would not turn on. Customer's blood glucose level was 8.2 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.